Manufacturer narrative:
Product event summary: analysis of the device memory indicated a partial electrical reset. Estimated root cause: single event upset (seu). No further action needed as telemetry was restored after device reset.

Event description:
It was reported that the implantable pulse generator (ipg) could not be interrogated. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).